Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 468 mg/dl. It was found the customer had treated their high blood glucose with an injection. The customer's husband also reported the customer did not have any symptoms of high blood glucose. Troubleshooting found insulin was able to exit from the tubing during a manual prime. The customer also reported there was no leaks on the insulin pump. The customer's basal rates and bolus history was also correct. Customer also reported their cannula was not bent. The customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.